Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined the gear was blocked, had seized / jammed, and was rough running. It was further noted that the bearing was stiff and worn out and the coupling side mark was worn the assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the switching screw on the lid of the handpiece device had no function. During in-house engineering evaluation, it was observed that the gear was blocked, had seized, jammed and was rough running on the battery handpiece device. It was not reported if there were any delays to the scheduled surgical procedure or if a spare device was available. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.